Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to two other complaint files. Clarification was requested from cirl eng as follows; ¿I believe that an additional file will be required for the issue detailed in the answers to the additional questions related to the syringe vacuum ¿the syringe vacuum provided in the package was not working¿. I also think that it is possible another file may also need to be opened based on the answer to q.32 of the additional questions (see snippet below). I am copying clement who may be able to advise if this issue can somehow be linked to the main complaint detailed in the file. If it can than an additional file will not be required, however if it cannot be linked then an additional file for this issue will also be required.¿ reply was received as follows ¿a file required for the attachment of the sheath extender to the scope. A separate file also required for syringe vacuum issue¿ as a result of the above an additional complaint was opened for issue with the syringe vacuum and another was opened for issue with difficulty attaching/detaching the device to the accessory channel port. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1710006 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1710006. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0060-4). Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needle to kink as indicated in q.2 of the additional questions which in turn would have caused the mandrel (stylet) difficulties detailed in the complaint description. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
An examination was performed aiming at invasive staging of the mediastinum. After the puncture of the 4d chain, the needle was more tortuous than usual, generating a banana effect, even preventing the passage of the mandrel for cleaning the canal, making the use of the device unfeasible. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? Yes. Please specify if yes. - the syringe vacuum provided in the package was not working. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No ¿ the bending occurred during the procedure. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a ¿ this is an echotip and not a procore if no, please specify where the damage is located: _____________________. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult? No. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). 4d chain of the mediastinum. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 4d, 4e, 7 and 11 ipsilateral to the tumor. 10. Please describe the size of the intended target site. Biopsy from stations 4d, 4e, 7 and 11. 11. If not with the device in question, how was the procedure performed and/or finished? With another echo ebus 22 pentax needle. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? N/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, ¿ another echo needle used in the same procedure. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? Yes, the syringe vacuum provided in the package was not working. 19. If yes, please specify what was observed and where on the device it was observed. In the syringe. 20. What is the scope manufacturer and model number that was used? Pentax. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? Yes. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction. 24. Was the syringe used during the procedure, after the stylet was removed? Yes. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 28. Was the stylet partially removed when advancing the needle into the target site? Yes. 29. How many samples were obtained (passes completed) with this needle? 1 sample, 4d only. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? Yes. 33. When was the needle tip advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No.